Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: 42532006701, tibia cemented 5 degree stemmed left size d, 63494444; 42512400510, articular surface fixed bearing posterior stabilized (ps) left 10 mm height, 63389410; 42540200029, inset all-poly patella cemented 26 mm diameter, 63497953; 42540200026, inset all-poly patella cemented 26 mm diameter, 63497953; unknown, knee palacos r, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02223, 0001822565-2018-02249.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, the patient was revised due to metal allergy. The patient was converted to a nickel-free construct. Operative notes indicate that patient had numbness, swelling, pain, locking, clicking and instability in knee. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of office notes. Office visit confirmed metal allergy. It was found that the knee is mildly reactive to aluminium and zirconium but highly reactive to nickel. It was confirmed with the patient that she did not have any history of allergy before initial surgery. Additionally, it was noted that the patient was suffering from numbness, swelling, pain, locking, clicking, and instability. DHR was reviewed and no discrepancies relevant were found. Review of the complaint history determined that no further action is required. The root cause of the reported issue is attributed to patient condition, for her being allergic to aluminium, zirconium and nickel. Per package insert, persona-the personalized knee system metal sensitivity, pain, swelling, instability are known adverse effects of the tka procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.